Manufacturer narrative:
Software issue .

Event description:
The customer reported having an issue in which the spo2 numbers would come over but the waveform stays flat. No adverse event involving a patient or user was reported by the customer.